Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) as well as high out-of-range (oor) impedances of greater than 2000 ohms and was confirmed to be fractured through x-ray. A replacement rv lead was successfully implanted by the physician. This lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.